Event description:
A complaint was reported by a distributor regarding an issue where a pump failed to detect the cartridge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned as it was no longer under warranty.